Event description:
Hill-rom received a report a hill-rom tech stating the left head CPR handle was broken. The bed was located at the account on the 3rd floor. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom tech found the CPR handle broke while the bed was raised. A search of the hill-rom maintenance records showed hill-rom performed any preventative maintenance on this bed in 2009-2014. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the CPR handle to resolve the issue. Based on this info, no further action is required.